Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) connected with customer remotely and found system does not start. Rse suggested customer to start reinstalling system. To resolve the issue, the philips field service engineer (fse) visited onsite and reinstall the system. After reinstallation of the system, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.